Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient thrombosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent stenting procedure of the mca aneurysm by implanting two stents using a y-stent technique. It was reported that a thrombus formed at the stents' intersection. The physician first attempted aspiration, then administered intravenous medication (reopro, bolus IV 20mg, then ivse 0.6mg per hour over 12hours). Antithrombotic and/or antiplatelet and/or anticoagulant medications were used during procedure. The event resolved without sequelae on the same day. According to the physician, the event of thrombosis was related to the subject stents, but was unrelated to index procedure, medication or pre-existing condition.

Manufacturer narrative:
Report 2 of 2 filed for this event. The subject device remains implanted.

Event description:
The patient underwent stenting procedure of the mca aneurysm by implanting two stents using a y-stent technique. It was reported that a thrombus formed at the stents' intersection. The physician first attempted aspiration, then administered intravenous medication (reopro, bolusiv 20mg, then ivse 0.6mg per hour over 12hours). Antithrombotic and/or antiplatelet and/or anticoagulant medications were used during procedure. The event resolved without sequelae on the same day. According to the physician, the event of thrombosis was related to the subject stents, but was unrelated to index procedure, medication or pre-existing condition.